Event description:
Complainant alleged that the medics were attempting to monitor a pt who had coded. The medics were using stat pads multifunction electrodes with the device. During the event the device screen intermittently displayed dash lines and an "electrode off" message. The medics then obtained a second device to treat the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.